Manufacturer narrative:
During inspection and testing, the foreign material found in the air/water nozzle was suspected to be ke45b silicone rubber from shin-etsu that remained due to insufficient cleaning of the nozzle during assembly from the previous repair. Service also found the same foreign material was remaining in the air/water channel. In addition, service found the insulation resistance value of the plastic distal end cover was out of specification, and the scope connector cover was dented. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited an air/water flow issue. The reported issue occurred during the cleaning, disinfection, and sterilization (cds) process. The facility was not able to treat the device in the cds machine due to the air/water flow issue. The device was recently repaired by olympus and returned to the facility. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with foreign material, resulting in no air and water flow. This report is being submitted for the malfunction found during evaluation of the device (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined, however, it is likely the foreign material found in the air/water nozzle was from improper repair work. Olympus will continue to monitor field performance for this device.